Event description:
It was reported that pump displayed CGM error message while customer was using sensor. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, performed full pump reset with guidance from Technical Support, and successfully restarted sensor session, after which CGM error did not recur and pump was not returned.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.